Event description:
As reported, in 2008, this pt presented with a mycotic aneurysm and was implanted with gore exlcuder aaa endoprosthesis. On two months later, the gore excluder aaa endoprosthesis were explanted due to infection. The pt is reported to be in stable condition.

Manufacturer narrative:
A revice of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also implanted in the pt (pxc201400/lot#05513731).